Event description:
It was reported that the patient experienced low flow alarms on (B)(6)2024, and log files were submitted for evaluation. The log files captured low flow events on (B)(6)2024.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a low flow event consistent with a material, such as thrombus, passing through the pump; however, thrombus could not be confirmed through this evaluation. It was reported that the patient experienced low flow alarms on (B)(6)2024. The controller and left ventricular assist device (lvad) event log files contained events from (B)(6)2024, per the timestamps. A low flow hazard alarm was captured on (B)(6)2024 with estimated flow values reaching as low as 0.7 lpm. This alarm lasted approximately 40 seconds and estimated flow values recovered to baseline following the resolution of the alarm. A brief motor instability lvad fault flag associated with elevated rotor noise values was captured just prior to the conclusion of the alarm. Decreased rotor displacement values were also captured during this time. The observed events are consistent with a material, such as thrombus, passing through the pump. Despite these events, the pump continued to operate at the set speed without issue. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio range. This section also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.